Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lcd lens, and a damaged remote dose connector. There was no evidence in the event history log. Functional testing was unable to duplicate an unknown issue; however, found a damaged dso seal. The dso seal, lens, and remote dose connector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for repair for an unknown issue. There was unknown patient involvement.